Manufacturer narrative:
An event regarding instability involving a scorpio insert was reported. The event was not confirmed. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: 'there is no description of the duration or the extent of the symptoms of ¿instability¿ noted as an indication for revision. There is no examination of the explanted #9/8 insert and no clinical follow-up between the primary and revision surgery performed eight-and-a-half years later. There is no evidence this clinical situation was related to factors of faulty primary total knee arthroplasty component design, manufacturing or materials." Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical records were reviewed by a consulting clinician who indicated: 'there is no description of the duration or the extent of the symptoms of ¿instability¿ noted as an indication for revision. There is no examination of the explanted #9/8 insert and no clinical follow-up between the primary and revision surgery performed eight-and-a-half years later. There is no evidence this clinical situation was related to factors of faulty primary total knee arthroplasty component design, manufacturing or materials." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Instability of the right knee (primary surgery (B)(6) 2009). Inlay replacement with a 2mm higher inlay on (B)(6) 2016. Patient recovered (B)(6) 2016.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot.

Event description:
Instability of the right knee (primary surgery (B)(6) 2009). Inlay repelacement with a 2mm higher inlay on (B)(6) 2016. Patient recovered (B)(6)2016.